Manufacturer narrative:
This event occurred in (B)(6) . No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a tube used during a procedure. It was reported that the tube was broken. Delay information, procedure type, and patient impact were not provided.